Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. Then, the patient with this ICD experienced multiple ventricular tachycardia (vt) episodes. It was noted this device delivered multiple shocks which did not convert the arrhythmia episodes. The device displayed a code 1005 indicative of an open circuit condition detected during shock delivery. Boston scientific technical services (ts) was consulted and recommended to evaluate this device and right ventricular (rv) lead integrity and consider replacement. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. Then, the patient with this ICD experienced multiple ventricular tachycardia (vt) episodes. It was noted this device delivered multiple shocks which did not convert the arrhythmia episodes. The device displayed a code 1005 indicative of an open circuit condition detected during shock delivery. Boston scientific technical services (ts) was consulted and recommended to evaluate this device and right ventricular (rv) lead integrity and consider replacement. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported. No additional adverse patient effects were reported.